Manufacturer narrative:
This report is submitted on april 07, 2022.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment site. The patient subsequently underwent skin revision surgery under general anesthesia on (B)(6) 2022 in order to remove the abutment.